Manufacturer narrative:
Date of event: event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that a couple of weeks prior to the report, they had a problem with a cramping/pulling sensation in the gluteus maximus (on the right side going down the cheek of the buttocks). They were advised by their healthcare provider at the end of june they could resume all activity, so the patient started exercising again, specifically speed walking. They reported they felt pulling in their leg, especially when they were flat on their buttocks after resuming exercise. The patient had previously decreased their setting by about 1 volt, which had helped. Since last night, they started feeling a tugging near and going down from the ins site. The healthcare provider implanted their ins lower in the buttocks and the patient reported discomfort when they sat down, which they discussed with their healthcare provider. The patient noted the healthcare provider found it challenging to determine the best placement location for their ins due to their diabetic neuropathy, and a spinal surgery which occurred prior to implant. The patient called back later and was able to decrease their setting to 0.4 volts, and noticed a very slight improvement in the tugging sensation. They turned it down to 0.3 volts and noticed the tugging sensation decreased even more. The patient was advised to try a different program. After they switched to the next program and increased stimulation to 0.5 volts, they felt tugging in the vaginal and rectal area, so decreased to 0.4 volts. The patient planned to monitor their indication for use symptoms (primary retention, then incontinence), and increase their stimulation as needed within their comfort level, and follow-up with their healthcare provider as needed. The patient again reported they felt a slight tugging at the ins site. They weren't sure of the direction, so right after implant, they went to their healthcare provider's office about two or three times so they could measure their urine output. The patient again reported discomfort when they sat down due to the ins, and had to shift to minimize pressure on the side.